Manufacturer narrative:
(B)(4) break.

Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke. Per the customer, during the procedure when the fiber was being used on the pt, the fiber emitted a laser beam from where the fiber was connected to the machine. No pt injury was reported.